Event description:
A complaint of imprecise sequential readings was received on a customer's medisense/optium blood glucose meter. The customer obtained readings of 19mg/dl and 143 mg/dl within a ten minute timeframe. Both tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "b" and "c" zones. The "c" zone results shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.